Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-00086 and 3005099803-2017-00087 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 200 tractip laser fibers were used during a lithotripsy for ureteral calculi performed on an unknown date. According to the complainant, during the procedure and outside the patient, the laser fiber was secured and clamped with forceps on the cloth on the patient's foot. Upon checking the aiming beam, it was found that there was a kink where it was clamped and the red aiming beam was seen exiting the kink (captured by manufacturer report 3005099803-2017-00086). A second flexiva 200 tractip laser fiber was used and a kink was again noted on the same part where it was clamped with forceps (captured by manufacturer report 3005099803-2017-00087). Reportedly, the physician and patient was not harmed/burned. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no injury."

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. The fiber received was kinked approximately 124 cm from the top of the connector. The condition of the returned device confirms the reported event. The flexiva tractip directions for use (dfu) ((B)(4)) states that the fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Therefore, investigation of all available information indicates that the most probable root cause of this event is user/use error.

Event description:
Note: this pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-00086 and 3005099803-2017-00087 for the associated device information. It was reported to boston scientific corporation on january 5, 2017 that two flexiva 200 tractip laser fibers were used during a lithotripsy for ureteral calculi performed on an unknown date. According to the complainant, during the procedure and outside the patient, the laser fiber was secured and clamped with forceps on the cloth on the patient's foot. Upon checking the aiming beam, it was found that there was a kink where it was clamped and the red aiming beam was seen exiting the kink (captured by manufacturer report 3005099803-2017-00086). A second flexiva 200 tractip laser fiber was used and a kink was again noted on the same part where it was clamped with forceps (captured by manufacturer report 3005099803-2017-00087). Reportedly, the physician and patient was not harmed/burned. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no injury."